Manufacturer narrative:
(B)(4)

Event description:
It was reported that during knee surgery after electrocautery was used the patient was bradycardic, after this the patient get ventricular fibrillation which was terminated by external defibrillation. Review of provided printouts revealed over sensing on both atrial and ventricular channels. Further evaluation was recommended. No intervention was performed. The patient's condition is stable after the event.